Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that at the end of the procedure, the surgeon observed that the ceramic tip of the inner sheath of the resectoscope had detached and was located in the bladder. Due to significant urethral stenosis, extraction via the natural route proved impossible. An attempt was made to fragment it using a 30w holmium laser, allowing partial extraction of a fragment; however, a residual fragment remained in place, inaccessible via the transurethral route. Additionally, perforation of the urethral wall by the ceramic tip led to significant extravasation of saline into the retroperitoneum, evidenced by a discrepancy between the irrigated volume and the aspirated volume. Given the impossibility of extracting the remaining fragment endoscopically, the decision was made to convert to laparoscopy. However, extraction proved particularly difficult due to the retrovesical location of the fragment. The patient had to be transferred to intensive care after extraction of the remaining fragment.